Event description:
It was reported via repair work order that the brakes are not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to report that the unit could not be located by the hospital or technician for evaluation. If the unit is located at a later date, a new complaint will be entered detailing the evaluation results and any correction required. Bed could not be located.

Event description:
It was reported via repair work order that the brakes are not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.